Event description:
It was reported that during a follow up visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted that the patient recently was implanted with a concomitant device and there appears to be some interaction noted. Upon review, the stored egms showed a ventricular arrhythmia was noted but the concomitant device pluses are only detecting every other beat. Due to device programming and the amplitude of the additional device pulses, every other vt beat is being intermittently undersensed. Ts provided programming optimization recommendations. No adverse patient effects were reported. This ICD remains in service.